Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that the guidewire could not be inserted into the lead. The physician used lots of force which resulted with the stylet perforating through the lead. The lead was not used.